Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead's impedance measurement increased significantly one day after implant. At implant the impedance measurement was 960 ohms and the next day it measured at 2,200 ohms. Threshold measurements also increased from 0.6 volts to approximately 5.0 volts at 1.0 ms. The lead was tested in unipolar configuration and it could not capture at maximum outputs. The impedance measurement was later tested and ranged from between 1,500 ohms to 2,450 ohms. A chest x-ray was performed and there was no evidence of a fracture and the lead was noted to be in position. No noise was present on the electrogram. The lead was explanted and a new rv lead was implanted. No adverse patient effects were reported.